Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported "implants were fine, and we were just releasing contracture so [patient's] original implants were replaced after the contractures were released."

Event description:
Patient reported "treatment: capsulectomy done on 11/aug/2023 to release the contracture and device was reimplanted".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported left side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.